Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary, the drawer 2.1 pocket c4 was failed and required maintenance. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary, the drawer 2.1 pocket c4 was failed and required maintenance. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that a hardware failure had occurred, and the cubie could not be recovered, requiring maintenance. The field service engineer (fse) found that auxiliary drawer was not detected on the bus. The station was powered down, and the back panel was removed to access all drawers. The fse reseated all cables at the back of drawers replaced the pyxis bus controller board, closed the back panel, and powered on the station. A final test was performed using the hardware test application (hta), and the customer inventoried medications in the drawer to confirm functionality. The system functioned as intended after the field service engineer repaired the device.